Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 7 days post implant pericardial effusion was noted. An aspiration was performed and this lead was repositioned. Lead remains implanted.